Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found a broken fragment of the catheter outside of the patient's body one day after placement. The distal fragment of the catheter spontaneously fell out of the patient after a while. The patient had disorientation problem.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the catheter was broken at the catheter shaft. The surface was normal in appearance with the presence of typical jagged tearing which results from breakage of the catheter. Evaluation concluded that the break most likely resulted from the patient's effort to prematurely remove the catheter, as the breakage did not occur as a result of any manufacturing process related cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not pull the catheter hard. [The bladder/urethra may be injured.]" (B)(4).

Event description:
It was reported that the user found a broken fragment of the catheter outside of the patient's body one day after placement. The distal fragment of the catheter spontaneously fell out of the patient after a while. The patient had disorientation problem.